Event description:
It was reported that during a procedure the console displayed multiple error codes: 273: check for additional fault, error code 253: lasing, safety pyro low limit fail, error code 62: aimming beam off and error code 65 - brick 3 not working case saver mode. This procedure was not completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console was not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customers site. During functional evaluation the fse found the channel 3 brick value was high. He also found the hr optic had a burn mark, and the debris shield was damaged. The hr mirror and debris shield were replaced, and the issue was resolved. The console was tested and found to be performing within specifications and functioned as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. A device history record review confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation, and a labeling review confirmed there is no indication that the device was not used in accordance with the IFU. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during a procedure the console displayed multiple error codes: 273: check for additional fault, error code 253: lasing, safety pyro low limit fail, error code 62: aimming beam off and error code 65 - brick 3 not working case saver mode. This procedure was not completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.